Event description:
The customer contacted physio-control to perform a service evaluation on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a pin was damaged on the connector of the quik-combo therapy cable, which would prevent the device from detecting a patient and, as a result, prevent defibrillation therapy from being delivered if necessary.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and the quik-combo therapy cable and verified the failure. Physio determined that the cause of the reported failure was due to a damaged pin on the connector of the quik-combo therapy cable. Physio recommended to the customer that they purchase a replacement cable.after observing proper device operation through functional and performance testing the unit was returned to the customer for use.